Event description:
Reportable based on device analysis completed on 09nov2022. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the mildly tortuous and mildly calcified distal left anterior descending artery. A 16 x 2.50 promus elite drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed using alternate method or device. No patient complications were reported. However, returned device analysis revealed stent detachment.

Manufacturer narrative:
Initial reporter address 1: (B)(6). Device evaluated by MFR.: promus elite ous mr 16 x 2.50mm stent delivery system was returned for analysis. The device was returned with the stent detached from the balloon. The stent outer diameter at the time of manufacturing was within maximum crimped stent profile measurement. The balloon cones were reviewed; it appears as if pressure was applied as the balloon cones appeared relaxed. The balloon was also filled with solidified contrast media. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.